Event description:
Spontaneous report, from belgium. Local reference: #(B)(4); quality complaint ref: (B)(4). This initial non-serious case report was received on 11-oct-2022 from dental expert via local partner by email. Follow-up 1 was received on 10-nov-2022 from local partner by email. The report described cannula breakage of suspected device septoject xl during the procedure of extraction of tooth #46 in an unspecified patient. The local anesthesia injection was perfomed with septanest 1/200.000 (articaine hydrochloride/ epinephrine bitartrate). The dentist reported that he did 2 injections (periapical and nerve block). No further information was available regarding the patient. On (B)(6) 2020, the dentist reported that the needle broke during spix spine injection. The dentist then referred the patient to a maxillo facial surgeon. The dentist also reported trismus of the jaw. Other information of product: batch number and expiry date unknown for both septoject xl and septanest, needle size 30g (0,30 x 21). The dentist reported that he did not see the patient again despited calling many times. This case is considered as serious based on first available information: the patient was referred to a surgeon. Manufacturer's preliminary comments: based on the first information available, the incident described cannula breakage in a patient associated to trismus in jaw. It seems the the fragment of the needle could not be retrieved and removed since this led to need of surgery. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there was few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Event description:
Spontaneous report, from belgium. Local reference: #(B)(4). This initial non-serious case report was received on 10-nov-2022 from dental expert via local partner by email. Follow-up 1 was received on 10-nov-2022 from local partner by email. Follow-up 2 was received on 02-dec-2022 from quality department by email. The report described cannula breakage of suspected device septoject xl during the procedure of extraction of tooth #46 in an unspecified patient. The local anesthesia injection was performed with septanest 1/200.000 (articaine hydrochloride/ epinephrine bitartrate). The dentist reported that he did 2 injections (periapical and nerve block). No further information was available regarding the patient. On (B)(6) 2020, the dentist reported that the needle broke during spix spine injection. The dentist then referred the patient to a maxillo facial surgeon. The dentist also reported trismus of the jaw. Other information of product: batch number and expiry date unknown for both septoject xl and septanest, needle size 30g (0,30 x 21). The dentist reported that he did not see the patient again despite calling many times. This case is considered as serious based on first available information: the patient was referred to a surgeon. Manufacturer's preliminary comments: based on the first information available, the incident described cannula breakage in a patient associated to trismus in jaw. It seems the fragment of the needle could not be retrieved and removed since this led to need of surgery. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there was few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Event description:
Spontaneous report, from belgium. Local reference: # (B)(4). Quality complaint ref: # (B)(4). This initial non-serious case report was received on 10-nov-2022 from dental expert via local partner by email. Follow-up 1 was received on 10-nov-2022 from local partner by email. Follow-up 2 was received on 02-dec-2022 from quality departement by email. Follow-up 3 was received from the dentist by email. The report described cannula breakage of suspected device septoject xl during the procedure of extraction of tooth #46 in a male patient. The local anesthesia injection was perfomed with septanest 1/200.000 (articaine hydrochloride/ epinephrine bitartrate). The dentist reported that he did 2 injections (periapical and nerve block). The dentist reported that the patient had poor dental hygiene and he has had many tooth extractions. No further information was available regarding the patient. On (B)(6) 2020, the dentist reported that the needle broke during spix spine injection. The dentist then referred the patient to a maxillo facial surgeon. The dentist also reported trismus of the jaw. Other information of product: batch number and expiry date unknown for both septoject xl and septanest, needle size 30g (0,30 x 21). The dentist reported that he did not see the patient again despited calling many times. This case is considered as serious based on first available information: the patient was referred to a surgeon. Manufacturer's preliminary comments: based on the first information available, the incident described cannula breakage in a patient associated to trismus in jaw. It seems the fragment of the needle could not be retrieved and removed since this led to need of surgery. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there was few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.